Event description:
A nurse reported that following the intraocular lens implant procedure, the patient had poor vision at distance and near. The iol was exchanged with another lens. Clinical reason for explant was over minus on multifocal lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).